Manufacturer narrative:
This report will be updated when our investigation is complete.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) reported being in atrial fibrillation (af) after a magnetic resonance imaging (MRI) scan. The patient asked if the MRI machine could cause this and noted they were asymptomatic. Technical services referred the patient to their physician. Additional information was received. The local sales representative confirmed the crt-d was programmed to MRI protection mode, and after the scan the patient was in af. The patient was seen the following day by their physician and the patient was no longer in af and has not been in af since. The patient will continue to be monitored in latitude. No additional adverse patient effects were reported. The device remains implanted and in service.